Manufacturer narrative:
Date inaccurate, only the month and year are valid. Refer to manufacturer report #3004209178-2019-04226 for details pertaining to the reportable related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for non- malignant pain. It was reported that the patient's implants were turning themselves off and they realized that the devices were off when they started feeling a return of pain. The patient went to increase stimulation with their controller and it told them that stimulation was off. They confirmed that the devices were charged. The issue occurred 2-3 times in the last 3 weeks. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins turned off three times in a four day period. Usage was at 99%. The patient had to manually turn stimulation back on. The representative was creating data files that they wanted reviewed. No further complications reported.